Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: handpiece device, (B)(6) 2024. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device was unable to disassemble and was jammed/seized was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device produced heat. The assignable root cause was determined to be traced to user, which is user error.

Event description:
It was reported that the attachment device was stuck to the handpiece device. During in-house engineering evaluation, it was observed that the device produced heat, exhibited vibration, produced excessive noise and had component damage. It was further determined that the device failed pretest for temperature verification and vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024.